Manufacturer narrative:
Corrected.

Event description:
The customer reported that the unit has error code message of data acquisition (da) pcba adc failure. The customer stated that there was no patient involvement at the time of the event.

Event description:
The customer reported that the unit has error code message of data acquisition (da) pcba adc failure. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.